Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a reference system for simulated use testing. The pre-use check failed the internal leakage test since the safety valve is open, when it was expected to be closed. The received device logs confirm the reported event. The conclusion of the investigation is that the issue occurred, due to a short circuit in a capacitor that is part of the electronics for safety valve function. The broken capacitor has also as a consequence damaged a coil. The root cause of why the capacitor failed has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated two technical error alarms on startup, one indicating that an internal supply voltage that was too low, the other that a safety valve was in open position. There was no patient involvement reported. (B)(4).